Manufacturer narrative:
REPORTING QUARTER: 1 (JANUARY 1 - MARCH 31, 2025). SUMMARY OF ADVERSE EVENTS: IT WAS REPORTED THAT, IN THE ENDOPROTHESENREGISTER DEUTSCHAND (EPRD) FROM GERMANY, A TOTAL OF FIFTEEN (15) KNEES UNDERWENT REVISION TKA PROCEDURES BETWEEN (B)(6) 2016 AND (B)(6) 2023, USING A JOURNEY II CRUCIATE-RETAINING (CR) OXINIUM FEMORAL COMPONENT. FROM THESE, THREE (3) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) KNEE DUE TO ASEPTIC LOOSENING AND TWO (2) KNEES DUE TO UNKNOWN REASONS. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN (B)(6) 2016 THROUGH (B)(6) 2023. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE JOURNEY II CRUCIATE-RETAINED SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT OF THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF FIFTEEN (15) REVISION TKA PROCEDURES WITH THE JOURNEY II CR OXINIUM FEMORAL COMPONENT VARIANT HAVE BEEN PERFORMED IN THE GERMANY BETWEEN (B)(6) 2016 AND (B)(6) 2023. THE FOLLOWING OCCURRENCE RATE RANGES WHEN COMPARED TO THE TKA CLASS (OTHER KNEE SYSTEMS USED IN REVISION TKA PROCEDURES) WERE REPORTED: JOURNEY II CR ¿ OXINIUM FEMORAL COMPONENTS: TOTAL IMPLANTATIONS = 15, WITH A TOTAL QUANTITY OF REVISIONS OF 3 FOR A 20% OCCURRENCE RATE. TKA CLASS: TOTAL IMPLANTATIONS = 60,998, WITH A TOTAL QUANTITY OF REVISIONS OF 9,425 FOR A 15.5% OCCURRENCE RATE. THE MEDIAN AGE OF REVISION CASES FOR THE JOURNEY II CR OXINIUM KNEES WAS 61 YEARS (RANGE, 50-67 YEARS) AND 26.7% WERE MALE PATIENTS. FOR THE TKA REVISION CLASS, THE MEAN AGE WAS 70 YEARS (RANGE, 61-77 YEARS) AND 33.3% WERE MALE PATIENTS. THE THREE (3) RE-REVISIONS WERE ASSOCIATED TO REVISIONS INITIALLY CONDUCTED AT 6 DIFFERENT CENTERS, ALTHOUGH IT IS NOT POSSIBLE TO DETERMINE IN WHICH SPECIFIC CENTERS WERE THE THREE (3) REPORTED RE-REVISIONS PERFORMED. DUE TO THE LIMITED USAGE RATE, THE STATISTICAL PRECISION AND COMPARISON OF CUMULATIVE REVISION RATES BETWEEN THE TWO GROUPS IS LOW. BASED ON THE INFORMATION PROVIDED BY THE ERPD NO SURVIVAL COMPARISON CAN BE MADE BASED ON AGE GROUPS, BUT AGE IS LIKELY TO BE A FACTOR THAT INFLUENCES THE SURVIVORSHIP OF JOURNEY II CR DEVICES WITH OXINIUM FEMORAL COMPONENTS. THE EPRD ANNUAL REPORT RECOGNIZED THAT YOUNGER PATIENTS, ESPECIALLY THOSE YOUNGER THAN 64 YEARS OLD HAVE THE HIGHEST RISK OF REVISION. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
IT WAS REPORTED THAT, IN THE ENDOPROTHESENREGISTER DEUTSCHAND (EPRD) FROM GERMANY, A TOTAL OF FIFTEEN (15) KNEES UNDERWENT REVISION TKA PROCEDURES BETWEEN (B)(6) 2016 AND (B)(6) 2023, USING A JOURNEY II CRUCIATE-RETAINING (CR) OXINIUM FEMORAL COMPONENT. FROM THESE, THREE (3) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) KNEE DUE TO ASEPTIC LOOSENING AND TWO (2) KNEES DUE TO UNKNOWN REASONS. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN (B)(6) 2016 THROUGH (B)(6) 2023.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;

Manufacturer narrative:
H11: THIS REPORT IS SUBMITTED IN RESPONSE TO THE FDA¿S OBSERVATIONS REGARDING SMITH+NEPHEW¿S (S+N) SUMMARY MDR REPORTING PRACTICES UNDER (B)(4), COMMUNICATED ON JULY 1, 2025. AS A RESULT, THE DATA PREVIOUSLY REPORTED THROUGH MDR 1020279-2025-00456 IS NO LONGER VALID AS IT WILL BE MIGRATED AND SUBMITTED UNDER MDR 1020279-2025-00454 BY THE END OF THE THIRD REPORTING QUARTER, AS AGREED WITH THE FDA.